Event description:
It was reported by a customer in the USA that an 840 ventilator had a scrambled erratic display. There was no reported pt involvement.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only, and performed the device eval. All required calibrations and tests were performed. Cse performed all necessary calibrations and tests, the unit passed all tests, and it was operating within manufacturer's specifications. (B)(4).